Event description:
It was reported that a pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. Prior to procedure, baseline effusion was negative. At the end of the case, there was suspicion of a pericardial effusion on fluoroscopy, but could not be confirmed on echocardiogram. The physician did not feel there was an effusion at this time. In the recovery unit approximately 2 hours later, patient became hypotensive and bradycardic. An echocardiogram was performed and confirmed a moderate sized effusion and a perforation. A pericardiocentesis was performed and a drain was placed. Patient was taken to ICU and remained stable. On (B)(6) 2019, drain was removed and effusion was resolved. Patient is doing well and has been discharged home.